Event description:
The customer reported to philips healthcare, "it does not turn on." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.